Manufacturer narrative:
The customer reported complaint for the platform stopped compressions was confirmed during archive data review and functional testing. Load cell was found defective and a replacement was required. During functional testing, user advisory (ua) 07 error message displayed upon powered on the device, thus confirming the reported complaint. Review of the archive data indicated multiple error messages user advisory (ua) 07 on the customer reported event date. As part of routine service during testing, the platform was examined and unrelated to the reported complaint, the front enclosure was observed damaged and the encoder drive shaft does not rotate smoothly, exhibits binding and resistance. The front enclosure was replaced and the sticky clutch plate was deburred to address the issue. The autopulse platform is a reusable device and was manufactured in april 2015. Therefore, this type of physical damage is characteristic of normal wear and tear for the life of the device. Following the repair, the platform passed all functional testing criteria and met all required specifications. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaints reported for autopulse platform sn (B)(4).

Event description:
During the patient use, the autopulse platform (sn (B)(4)) would not start compressions, in addition, there was no user advisory displayed on the platform. The patient was repositioned and lifeband adjusted, however, the same issue persisted. The crew immediately reverted to manual CPR and continue compressions for about 30 minutes during the transport to the hospital. No known impact or patient consequence was reported. The following day, the autopulse platform was tested and displayed a user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message upon power on.